Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. The observations of perforation and loss of capture could not be confirmed.

Event description:
Boston scientific received information that this patient presented to the emergency room due to dizziness and syncope. Upon review, the physician observed this right ventricular (rv) lead exhibited pauses of greater than 10 seconds on telemetry. In addition, loss of capture was observed and at maximum outputs, there was stimulation. The patient was monitored until a lead revision could occur the following day. A perforation was suspected with a small amount of effusion. A revision procedure then occurred, but the physician experienced placement difficulty. The helix would not extend, so the lead was removed and replaced. No additional adverse patient effects were reported.